Event description:
It was reported that malfunction alarm 199 appeared in tandem source, indicating pump malfunction code malf 12, and caller stated no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump with no repeat of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.